Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0056664r, implanted: (B)(6) 2001, product type: catheter. Pump analysis results revealed gear train anomalies specified as corrosion/wear/lubrication and stall due to shaft-bearing, in the pump motor. Analysis results also revealed significant damage to the pump reservoir septum while implanted. The septum was not leaking. Pump logs show that the pump was delivering dilaudid (10 mg/ml at 12.262 mg/day).

Event description:
The indications for pump use were non-malignant pain and post lumbar laminectomy syndrome. The pump was returned without any allegation, but analysis results revealed non-conformances.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.